Event description:
Customer received questionable positive results for rubella igg on the additional e module analyzer for two separate samples collected on different days from a patient who has never been vaccinated nor had rubella infection. Results from the two patient samples were provided. Only one sample was discrepant. Initial rubella igg result gave 180.9 iu/ml reported as positive. This sample was sent to a reference lab for testing which gave a negative result for rubella igg. Actual result and analyzer used for testing was not provided. No information was provided if initial or repeat results were reported outside the laboratory. No adverse event has been alleged regarding this discrepancy. Rubella igg reagent lot number, 15769201.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Rubella igg results from the bio merieux vidas 30 analyzer have been provided for samples previously reported in (B)(6) of the initial medwatch report. The bio meriuex results are as follows: patient sample from (B)(6) 2009 gave rubella igg result of 7 u. Patient sample from (B)(6) 2010 gave rubella igg result of 11 u. An additional rubella igg result was also provided from a previous sample in 2008 also run on the bio merieux vidas 30 analyzer. Patient sample from 2008 gave rubella igg result of 19 u.

Event description:
It was reported that post-operative to a laparoscopic gastric bypass procedure the patient showed symptoms of bleeding. The surgeon took the patient back for a re-op and laparoscopically was able to stop the bleeding by suturing the staple lines. The cause seemed to be the stapling of the jejunum transection with a white cartridge. The devices were discarded after the primary procedure and not available for return. There is no further information presently available.

Event description:
During laparoscopic cholecystectomy gall bladder was placed in the specimen retrieval bag. The bag broke intra-operatively and a portion of the bag was retrieved in pt's abdomen. The broken portion was retrieved by surgeon. No harm to pt.

Manufacturer narrative:
Two samples from the patient were provided for investigation. The positive elecsys rubella igg result obtained by the customer was confirmed and should be reliable. The presence of specific antibiodies in these patient samples is very likely. No adverse events were reported.